Event description:
Patient was administered 11.3mg via medfusion pump. Pump was programmed to administer over 30min. Pump alarmed after 20min. The nurse came in the room and inspected the syringe and verified that the syringe was empty.====================== health professional's impression======================n/a